Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion in the air/water nozzle and on the universal cord. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunctions were caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device